Event description:
The manufacturer was informed of this event through patient tracking. Pvs23 valve was implanted on (B)(6) 2020. The patient is now under evaluation for a valve in valve procedure due to aortic stenosis. Based on the new information received, aortic stenosis was about 60 and tavr with the edward valve has been performed.